Event description:
It was reported that customer¿s continuous glucose monitor displayed error message during sensor use. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, and after reset error did not reappear and customer successfully started new sensor session.